Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead exhibited one high impedance measurement and an alert had been triggered. The alert level was raised and the patient is to be monitored remotely. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.